Event description:
It was reported that during service testing at the manufacturer the loaner core universal driver ran in safety mode. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
It was noted during service testing at the manufacturer that the reverse trigger was worn. Internal parts were replaced and a clean, lube and adjust was performed. The device was returned to stryker loaner stock.